Manufacturer narrative:
The additional two proglide devices referenced is filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in two access sites in the right common femoral vein was attempted with proglide devices (one at each site), using the pre-close technique, via an 8f sheath prior to an interventional electrophysiology atrial fibrillation procedure. One access site was upsized to 14f and the electrophysiology procedure was completed. Reportedly, at the first access site the knot was tightened and hemostasis was achieved. Reportedly at the second access site, which had been upsized to 14f, the suture was tightened, but hemostasis was not achieved. An attempt was made to insert another proglide device, but it could not be inserted due to the tightened knot. When the distal sheath was removed, bleeding was noted from both access sites. A figure eight suture was used to close both access sites and manual compression was applied. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.